Manufacturer narrative:
The field service engineer (fse) discovered the volume, conductivity, scatter (vcs) processor card caused the erroneous differential count results. The fse replaced the vcs processor card and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedure. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported erroneously elevated differential count results for an unknown number of patient samples involving the coulter lh 500 hematology analyzer. The customer stated manual slides did not show abnormal differential results. No erroneous patient results were released outside of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.